Manufacturer narrative:
(B)(6).

Event description:
It was reported that the level 1 hotline low flow system (hl-90) displayed a high temperature error. The tube and liquid temperature was not high however. No patient injury or complications were reported in relation to this event.